Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The source of the complaint in regard to the stimulation off was not verified. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The source of the pocket pain could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing a lot of soreness and bruising at the implant site. Database analysis was done and revealed no anomalies. The patient underwent a procedure wherein the ipg was relocated and replaced. The site was explored during the surgery but the physician was not able to determine if there was an infection and simply repositioned the battery to a more suitable location. It was not determined what could have caused the bruising at the pocket site. Device malfunction was suspected with the explanted ipg.

Event description:
A report was received that the patient was experiencing a lot of soreness and bruising at the implant site. Database analysis was done and revealed no anomalies. The patient underwent a procedure wherein the ipg was relocated and replaced. The site was explored during the surgery but the physician was not able to determine if there was an infection and simply repositioned the battery to a more suitable location. It was not determined what could have caused the bruising at the pocket site. Device malfunction was suspected with the explanted ipg.